Event description:
It was reported that the user experienced a leaking cartridge with a blood glucose of 400 mg/dl while using the ilet, after which the healthcare provider instructed discontinuation of the pump and a temporary return to subcutaneous insulin via pen. The user later recharged the ilet, resumed pump use, and was advised to use a different cartridge lot. Customer care provided support that included recommendation to use a cartridge from a different lot. Investigation of this case revealed a leak consistent with a seal or reservoir issue, with the cause traced to a component failure of the reservoir/cartridge. Symptoms include nausea associated with hyperglycemia. Outcomes included no long-term health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a leakage due to a reservoir seal component failure.